Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was displayed on the monitor during preparation for use. The device was used in combination with an olympus evis exera ii endoscope. Reportedly, the endoscopic image was displayed when the device was combined with an olympus evis exera iii endoscope. Olympus engineer visited the user facility and replaced a printed circuit board of the device. Then, the reported event was resolved and the device was working properly. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to any of the olympus locations. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device design record showed that the board design was changed on (B)(6) 2018 due to the phenomenon that the endoscope image was not displayed in combination with the 180 series olympus endoscope. Based on the information that this device was manufactured before april 16, 2018, olympus medical systems corp. (Omsc) assumed that the cause was a failure of the operational amplifier on the board. If significant additional information is received, this report will be supplemented.